Event description:
The patient reported significant relief from reactiv8 therapy. However, the patient reportedly lost weight and therefore experienced discomfort at the implantable pulse generator (ipg) site. Patient requested explantation of the system. The ipg and leads were removed, but the physician fractured the lead during explantation, leaving two distal electrodes in the patient. There was no report of patient harm or injury. No allegation of a device malfunction. The device is working as intended.

Manufacturer narrative:
Mml#: (B)(4). Although requested, no patient demographic information available. Other devices explanted. Model: 8145, description: reactiv8 implantable stimulation lead, serial numbers: (B)(6), UDI #s: (B)(4).

Event description:
The patient reported significant relief from reactiv8 therapy. However, the patient reportedly lost weight and therefore experienced discomfort at the implantable pulse generator (ipg) site. Patient requested explantation of the system. The ipg and leads were removed, but the physician fractured the lead during explantation, leaving two distal electrodes in the patient. There was no report of patient harm or injury. No allegation of a device malfunction. The device is working as intended.

Manufacturer narrative:
(B)(4). Although requested, no patient demographic information available. Other devices explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4). Patient's demographic information was added. The device was not returned for evaluation; the device is working as intended. The device history record was reviewed. No relevant nonconformances were found.